Manufacturer narrative:
The investigation is ongoing and a follow up report will be submitted once the evaluation is complete.

Event description:
Mom calls for rn to see that there is some blood in PICC/line tubing. Rn (B)(6) flushing it but observes a leak. Rn (B)(6) is made aware and comes into room to confirm. PICC line seems to have a hole since water is leaking and air bubbles came out of it when blood return is tried. Site of insertion is cleaned with chlorxidine and a temporary dressing is applied but the PICC line came out a little while doing so, tubing being wet and patient moving.

Manufacturer narrative:
A review of the device history records and inspection records was conducted and no similar concerns were found. One catheter was returned for review. The catheter was examined and a crack on the hub was noted, which would result in leakage. A definite root cause for the breakage issue cannot be established with confidence. Possible causes may be related to damage during the manipulation of the catheter or due to patient movement. According to the event description, the leakage wasn't observed until a dressing change was being conducted. Catheters undergo 100% inspection at various times during manufacturing. This not only includes visual inspections for damage, but leak and flow tests for all catheters. Catheters from each lot also undergo pull testing to ensure the ability of the catheter to endure normal use.